Manufacturer narrative:
One nav unit and one reference sensor (rs2) involved in this case were received by orthalign for investigation on 1/31/2023. The behavior reported by the user could not be reproduced by the orthalign engineer. Femoral registration and v/v alignment were completed three times using both returned devices together. The root cause is suspected to be unstable elements during the procedure. After reviewing the navigational log files, the user received several inconsistent hip point errors prior to a successful femur registration. This indicates the femoral jig or the femoral head wasn't stable during registration attempts. This is a possible root cause for the error seen by the user. Since no defect was found with the returned units, the complaint cannot be confirmed. Note: this report is being submitted as an initial report outside of the required 30-day window due to a lapse in access to the FDA electronic submissions gateway. After departure of a former employee, new esg accounts were requested starting in september 2022, however, access to the production environment was delayed and still not received in time to submit the initial report within the 30-day window. Orthalign will continue to monitor this issue and take action when alert limits are exceeded.

Event description:
It was reported that total knee arthroplasty was performed on (B)(6) 2022. Surgeon did the femur registration and installed the guide (v/v was adjusted to zero degrees) in accordance with the procedure. However, after cutting the distal femur bone, she found that it was obviously valgus. Subsequently, she additionally cut the bone to adjust the alignment. The procedure was completed without issue.